Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What was the date of the procedure? What was the name of the procedure? What tissue layer was the suture used on? Can you identify the product code of the silk suture used? What is the surgeon¿s opinion as to the contributing factor to the patient event? What was the post op date the patient presented with symptoms? What was the indication for removing the suture? What was the date the sutures were removed? Were any cultures taken of the wound? What are the results? Do you have any photos of the patient reaction (red with secretion and pinholes)? What are the patient age, gender, weight, prior medical history? What is the patient current condition?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced suture site red, swollen, white secretions with pinhole size were pressed. The surgeon increased the dressing changes until removing the suture. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4) date sent to the FDA: (B)(4) 2018 additional information: additional information was requested and the following was obtained: what was the date of the procedure? Unk what was the name of the procedure? Trauma what tissue layer was the suture used on? Unk can you identify the product code of the silk suture used? Unk what is the surgeon¿s opinion as to the contributing factor to the patient event? Suture what was the post op date the patient presented with symptoms? (B)(4) 2017 what was the indication for removing the suture? Patient's status is stable what was the date the sutures were removed? Unk were any cultures taken of the wound? What are the results? Unk do you have any photos of the patient reaction (red with secretion and pinholes)? No what are the patient age, gender, weight, prior medical history?(B)(6) years old and male what is the patient current condition?stable